Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2 mm vicmo13.2, -17.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. The lens tore before injection into the eye. There was no patient contact. On (B)(6) 2017, another lens was implanted and it resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned in liquid in a lens case/vial. Visual inspection found the optic split and the haptic broken. Claim# (B)(4).